Event description:
My employer informed me I had to take a flowflex rapid antigen test (the company I work for provided the test) five days after being exposed to another employee who tested positive for covid. I wasn't, still not having any symptoms. After taking the flowflex test I found out about the recall. Are there any side effects I should be considered about? FDA safety report ID # (B)(4).